Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during set up or inspection for the surgery (ube) the fa quantum 2 controller made a sound and displayed ¿f4¿ indicator on the screen. The issue was completed with another quantum machine from the back-up unit. No injury reported during the surgery. A delay greater than 30 minutes was reported.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection of the rf12000, q2 controller s/n:(B)(6) ; the warranty seal is not broken and in its original condition. The manufacturing date of the controller is rev.q ¿ 2018. No visible manufacturing abnormalities were found; during functional evaluation the unit was powered-on and immediately a hardware failure f4 came up with an acousical sound and the red attention led; the failure could not be reset; the complaint was confirmed and the root cause was associated with a component failure; factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. A corrective action has been initiated to mitigate future recurrence of similar events.